Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: - were there any unexpected outcomes or complications resulting from the prolonged surgery time? No. - which tissue was being sutured when the event occurred? Median nerve at the carpal tunnel in the wrist. - was additional dissection required in other organs/tissues other than the target tissue? No. - was there any change in the patient¿s post operative care due to the prolonged procedure? No. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a carpal tunnel release procedure on (B)(6) 2025, and suture was used. During, he used a suture for the ligament, and he was using surgical loupes where he noticed that with every pass through the tissue the filament began to unravel, and small fibers came out of it. The surgeon tried to use 12 different sutures from the same package, and they all had the same malfunction. The operating room nurse then gave him the same suture from a different code and the procedure was completed successfully. The surgeon mentioned that it caused a minor delay, approximately 10 minutes, but no harm was caused to the tissue and the surgery was successful. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to ethicon for evaluation. One open box with twelve representative unopened samples was received for analysis. Product code 1667zh. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. In order to evaluate the condition of the returned samples, the packets were opened, and the sutures were dispensed without problems and examined along the strand to detect any issue related to the customer complaint and no defects were observed during evaluation. Also, a tactile test was performed with the affected parts of the thumb and forefinger and no anomalies were detected. In addition, the functional test was performed using instron equipment and the tensile force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.